Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was being trialed. A resident and fellow were operating, being overseen by the attending surgeon. Advanced hemostasis mode was used quite a bit throughout the case and it is possible that the device was activated with little to no tissue in the jaws. Near the end of the case, it was noticed that the tissue pad was split in half and a piece was detached. No alert screens were received on the generator. The surgeon looked for the tissue pad piece in the patient and could not find it. The suction canister contents were strained and it was not located. It was also not found on any of the drapes. Per a va hospital protocol, the patient was x-rayed and it was not detected via x-ray. The patient was informed that the tissue pad piece was not found and may still be located in the patient. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a portion was not returned. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.